Event description:
It was reported that the patient received inappropriate therapy due to noise. Increased impedance and varied sensing was noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.